Event description:
As reported by an edwards lifesciences affiliate, approximately 5 years and 11 months post implantation of a 26mm sapien 3 valve in a pre-existing 26mm sapien xt valve in the aortic position, a 23mm sapien 3 ultra resilia valve was placed inside the existing thv valves due to stenosis, increased gradient and paravalvular leak. Patient was admitted to hospital with acute on chronic heart failure and required resuscitation. The pre-existing 26mm sapien 3 valve had a gradient of 30mmhg and moderate paravalvular leak (pvl). The preexisting valves were predilated with a 24mm true balloon and the leak decreased to mild. A 23mm sapien 3 ultra resilia valve was implanted with plus 2cc, then post dilated with 24mm true balloon. The pvl leak reduced to trace. The invasive gradient was documented as 0mmhg with an echo gradient of 3mmhg. The patient is currently on ECMO.

Manufacturer narrative:
The devices remain implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long term durability has not been established for the valve. Regular medical follow up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the cause of the degeneration could not be determined; however, the patients history of stage 4 chronic kidney disease may have contributed to the event. Investigation results suggest the cause of the paravalvular leak could not determined; however, the paravalvular leak was noted present when the initial 26mm xt valve was implanted and the patient tolerated it well. However, cardiac remodeling could have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Correction:as reported by an edwards lifesciences affiliate, approximately 5 years and 11 months post implantation of a 26mm sapien 3 valve in a pre-existing 26mm sapien valve in the aortic position, a 23mm sapien 3 ultra resilia valve was placed inside the existing thv valves due to stenosis, increased gradient and paravalvular leak. Patient was admitted to hospital with acute on chronic hf and coded. Her pre-existing 26mm sapien 3 valve had a gradient of 30 and moderate paravalvular leak. The pre-existing valves were predilated with a 24mm true balloon and the leak decreased to mild. The 23mm sapien 3 ultra resilia valve was placed with plus 2, then post dilated with 24mm true balloon. The leak is trace and the invasive gradient was 0 with a echo grad of 3. The patient is currently on ECMO.

Manufacturer narrative:
A supplemental MDR is being submitted due to correction in the b5 description (sapien 3 valve not a sapien xt) sections: b5, g3, g6, h2, have been updated. Reference 2015691-2018-03792 regarding the 1st valve a 26mm sapien 3 valve implanted.